Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implanted neurostimulator (ins) for other chronic/intract pain (tr unk/limbs). The patient reported that a loss of therapy. The patient reported that her implant wouldn't turn off or turn on and she wasn't feeling stimulation. The patient reported that she replaced the batteries in the patient programmer (pp) and the pp indicator was showing on. No further complications were reported.